Event description:
Spouse of home pt (hp) reports incomplete prime of pt line of homechoice sets. Spouse reports hp was unable to reprime the line and had to reset up with new supplies to complete treatment, with each occurrence. No pt injury or medical intervention required per spouse of hp.